Manufacturer narrative:
(B)(4).the sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) machine during dwell 4 of 4. The home patient (hp) has solution in the heater bag only, there were no bag disconnects and no leaks. The technical service representative (tsr) advised the hp cycled power. The hp will complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).